Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient's nurse contacted zoll customer support to report that a treatment had been delivered. Review of the event indicates that the patient experienced an inappropriate defibrillation while in the hospital. Multiple counting of tall t-waves contributed to the false detection. The response buttons were pressed after the treatment was delivered. The patient remains in the hospital and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: electrode belt: 10/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).